Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Labeling review finds the labeling adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp) to close all clamps and transfer set and cycle power. The tsr explained the alarm and the hp stated that she had pressed go prior to connecting the patient line causing the alarm then connected for therapy. The tsr advised to discard all supplies and notify the nurse. The hp resumed therapy with manuals. Product surveillance contacted the patient's nurse on (B)(6) 2011. According to the nurse the patient has been to the clinic several times since this event and has resumed therapy with no issues. There was no patient injury or medical intervention associated with this event. No further information is available.